Manufacturer narrative:
Evaluation revealed the femoral nail, a/r t2 femur ø9x320 mm to be the primary product. A review of the device history records for the reported femoral nail, a/r t2 femur ø9x320 mm (catalogue # 18250932s, lot code k0e8606) indicates (B)(4) devices were manufactured, sterile packaged and accepted into stock in september 2014 with no reported discrepancies. Two nails from this lot were distributed to us in november 2014. One of them was returned for repackaging to (B)(4), sterile repacked under lot code k0e8606ra and received to (B)(4) warehouse on october 1st 2015. The nail was distributed again to the us on october 14th 2015. This specific nail is identified to be the subject device of the complaint. The actual content of the packaging (t2 recon nail) does not match the information given on the label regarding catalogue number and device description (t2 femur nail). The user will get another device than expected (recon nail instead of femur nail). Furthermore the lot code is identical on label (femur nail) and on the device (recon nail) which represents a nonconformity. Investigation revealed a packaging error during the repackaging process for a single repacked device. (B)(4) was opened in order to address further investigation and measures.

Event description:
An 11 x 400 left recon nail was inside the box/packaging of a t2 9 x 320 femoral nail with 1.5 radius curvature. Procedure was completed successfully as the doctor used another nail (9 x 340) which worked fine. The catalog no. And lot code coincide with the stickers and the t2 femur box that had the wrong 11mmx400mm left recon nail in the box. Luckily we were operating on the left side. The incorrect implant was returned but I do not have the lot code. The catalog no. For the recon nail should be 1846-1140s but I'm not sure if it was a 2.0 or 1.5 roc nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
An 11 x 400 left recon nail was inside the box/packaging of a t2 9 x 320 femoral nail with 1.5 radius curvature. Procedure was completed successfully as the doctor used another nail (9 x 340) which worked fine. The catalog no. And lot code coincide with the stickers and the t2 femur box that had the wrong 11mmx400mm left recon nail in the box. Luckily we were operating on the left side. The incorrect implant was returned but I do not have the lot code. The catalog no. For the recon nail should be 1846-1140s but I'm not sure if it was a 2.0 or 1.5 roc nail.